Event description:
A malfunction was reported with a pump, but no significant events occurred prior to the issue, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue to use the pump.